Event description:
It was reported that the pump battery would not charge despite various attempts, including using different wall outlets and charging cables. A high blood glucose level exceeding 500 mg/dl was not reported. Technical support decided to replace the pump as it was under warranty, and the customer was instructed on how to put the pump into storage mode before returning it. The customer acknowledged the instructions and planned to contact their healthcare provider for backup insulin therapy.